Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial lot/sw version: (B)(6) h3, h6: the tractor drive rotor was returned for evaluation. Visual inspection showed a small section of the belt edge was damaged. A test of the tractor drive assembly with motion cart, found the motor would intermittently rotate when going forward or backwards. The rotor tractor drive assembly was faulty. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system had no problems taking the initial scout shot and the first 3d spin, but after moving the gantry to another part of the spine north of the original position, the system took the scout shots but did not take the 3d spin. The pendant would not respond to the pendant commands or begin a 3d spin. They restarted the system, but the found none of the pendant buttons to work, except for up and down. They tried to open the gantry, but the gantry would not open. They tried to use the emergency open button on the side, but the system still did not respond. The representative said it sounded like the system was trying to move internally but could not. They kept the button pressed for 30 seconds incase the source/ detector was moving to the home location. However, the gantry would still not open. They proceeded with manually opening the gantry. They were able to open the gantry and remove the system from the patient. The site had a different system they used to continue the case with navigation. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: bi70002000-g27 (unknown serial/lot); product type: 2560-mnav - o-arm system; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000442 gantry mtr ctrl na kit svc bi71000192 drive rotor tractor. H3) onsite functional and visual examination was performed by a manufacturer representative. They verified the system would initiate and begin spin but then rotor and gantry appeared to seize. When gantry buttons were pushed, gantry speed was unreliable and intermittent. Reviewed logs. Replaced tractor drive. Verified system performance. System returned to regular intended use. B01 c07 d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.